Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead which led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.